Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer reported (fse) was unable to duplicate the reported malfunction. The fse supplied the customer with the correct blockers for tests. The fse ran and passed all performance and function safety tests. The fse returned the unit for clinical use.

Event description:
The customer stated that during service/test of the cardiosave intra-aortic balloon pump (iabp) it failed the pneumatic performance test. No patient was involved and no adverse event was reported.